Event description:
Essure coil dislodged from my tubes, resulting in pregnancy in 2009. Now in 2013, the coil that was in place in rt tube has now perforated the tube. Resulting in me having to have a hysterectomy at the age of (B)(6).